Manufacturer narrative:
Investigation is in process, but not yet complete.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure, the cardioplegia monitor was not responding. No other details regarding the nature of this event were provided.